Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when the asymptomatic patient presented in-clinic, externalized conductors were observed via x-ray. No electrical anomalies were detected. The lead was explanted and replaced without complication.

Manufacturer narrative:
External insulation abrasion was noted at 10.9-11.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 11.0-11.7cm, 11.1-12.0cm, and 15.0-16.2cm from the distal tip. The etfe coating was intact at these locations.